Manufacturer narrative:
The returned device was evaluated. The device failed continuity tests using the cirris tester. During an internal inspection of the device, the sensor was found to have intermittent function. When the intermittent connection was held in normal operation and then manipulated to "open" (non-functional) condition: instrument went into alarm condition (audibly and visually alarmed), readings zeroed out, pleth went flat, and a "sensor off patient" error message displayed.

Event description:
It was reported that the sensor only works if in a certain position, when we press on both part of the housing. There was no known impact or consequence to patient.